Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an emergent episode of decompensation. The site noted possible aspiration of a green substance. The green substance was visually seen exiting the driveline exit site. The patient was taken for a computed tomography (CT). After the CT was performed, the patient further decompensated and needed cardiopulmonary resuscitation (CPR) while being transported to the intensive care unit (ICU). The patient was shocked due to arrhythmia and extracorporeal membrane oxygenation (ECMO) was placed at bedside. The patient was then taken to the operating room (or) for insertion of a right ventricular assist device (rvad) with oxygenator configuration, and a laparoscopic gastrointestinal general surgery exploration was performed. The site reported a low flow alarm. The left ventricular assist device (lvad) flows adjusted and were managed by the or and heart failure (hf) teams to support the patient with optimal rvad with oxygenator and left ventricular assist device (lvad) flows. Log files were sent for analysis on (B)(6) 2025 and revealed that the event log file displayed low flows which seemed to be physiological in nature where the low flow estimator dropped below 2.5 liters per minute (lpm). The mcs equipment appeared to have operated as expected. As of (B)(6) 2025, the site reported that the patient had passed away due to cardiogenic shock on (B)(6) 2025. Whether the outcome was device or therapy related was not provided by the customer. The pump was not explanted. Additional information was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of decompensation, arrhythmia, right heart failure, and cardiogenic shock could not be conclusively established through this evaluation. Additionally, a specific cause for the reported green substance exiting the driveline exit site could not be conclusively established. Furthermore, review of the submitted log files confirmed multiple low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. Events occurring prior to this timeframe were overwritten by newer incoming events, per design. Multiple, transient low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and right heart failure. This chapter addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. This section also provides information on caring for the driveline exit site. Chapter 7 of the IFU, ""alarms and troubleshooting"", and section 5 of the patient handbook, ""alarms and troubleshooting"", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.